Event description:
It was reported that the programmer display screen was unable to stay up without support and the power cord storage bay was missing. It was noted that the analyser would freeze and crash on occasion. The programmer and analyzer returned for evaluation. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the analyzer would freeze and crash on occasion. The nine volt battery was replaced as preventative. The analyzer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.